Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: it was noted that the battery contacts were contaminated with a transparent and sticky residue and the battery voltage resulted in a low battery indication. Several different output and rate settings were tested, no observations. The flex tape was inspected, the battery contacts were cleaned, and there were no observations during an endurance test.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg stopped pacing the patient during the night. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.